Event description:
It was reported to philips that the system gave a remote alert indicating there was a problem with the x-ray tube, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.